Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Based on the age of the machine, the hospital has chosen not to have the unit repaired.

Event description:
It was reported by the user that the ventilator stopped ventilating patient. The user turned the machine to man- mode, and after a few pumps back to the auto-mode, and it worked normally again. There was no report of harm to the patient.